Event description:
Pt sent to the operating room for diagnostic laparoscopy followed by exploratory laparotomy drainage of pelvic cyst, retro retroperitoneal biopsy and lysis of adhesions. During procedure md inserted 12mm trochar sleeve into abdomen and shaft broke. Both halves were retrieved. No injury to the pt.